Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment 82 days post index procedure, the closure device was no longer anchored in the tissue at the ostium of the laa. The closure device shifted and was only anchored on the limbus side of the laa and appeared to be hanging onto the limbus. The closure device was snared from the patient. No patient complications were noted.

Manufacturer narrative:
H6- impact codes: updated to include medication required impact code. B5- describe event or problem: updated additional narrative.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment 82 days post index procedure, the closure device was no longer anchored in the tissue at the ostium of the laa. The closure device shifted and was only anchored on the limbus side of the laa and appeared to be hanging onto the limbus. The closure device was snared from the patient. No patient complications were noted. It was further reported that the long term plan to evaluate the patient is to continue oral anticoagulants and re-evaluate for future watchman implantation.